Manufacturer narrative:
The user reported being unable to view glucose readings, and review of the data management system (dms) confirmed that the user received multiple glucose suspend alerts. The case was escalated, and based on the escalation review, a sensor replacement was approved due to system performance. However, during follow up, the user stated that the system had been functioning as expected since reporting the issue and elected to continue using the current sensor prior to considering re-insertion. The complaint was closed with instructions for the user to contact the territory manager regarding replacement, to use a blood glucose (bg) meter for treatment decisions, and to follow up with their hcp. B4. Date of this report 02 jan 2026. G3. Date received by the manufacturer? 02 jan 2026. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.